Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: the battery compartment was cracked from the threads to the case seal left of the grip pad. The display was dim with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2018.